Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 26-jun-2018 from a healthcare professional (hcp) who reported that there was a collection of subcutaneous fluid at the catheter site. With regards to the cause of the issue, the hcp reported that the CT scan was pending follow-up with the neurosurgeon ¿for removal¿. The pump was interrogated. No dose change was made to avoid enlarging the fluid collection. It was noted that explant was possible. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2018 the patient reported that he was in the ER (emergency room) because he had read on the website to go to the ER if you are having an emergency. He believed his ¿pump was leaking¿ and had been for the past 3.5 weeks. About a week ago he started supplementing with oral baclofen to stop his withdrawal symptoms. He stated that he was not getting answers and they kept telling him nothing was wrong. They checked the pump and said nothing was wrong. They did a CT scan and found fluid near the catheter. The scan showed all the hardware was in place. They wanted to do a dye study and told him to call the new neurosurgeon. The patient was seeing a new neurosurgeon because he was dissatisfied with his prior neurosurgeon. The patient was in pain and could hardly walk. No further complications have been reported as a result of this event.